Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On 2017-feb-13, it was reported that the patient was feeling sick and believed that it was a result of the pump or the medication. The patient reported that they had gone to their healthcare provider (hcp) and the ER, both of which had told her that they could not find anything wrong with the pump and that these symptoms were a product of the patient¿s anxiety. According to the patient, the sickness had been happening every 2 weeks or every month since (B)(6) 2016. The patient reported that when they feel sick, they are not able to get out of bed because they feel sick for 3 days. They stated that they would be barely able to stand up and their urine and bowels have a terrible odor. Additionally, the patient reported a metallic taste in their mouth and feeling achy and hurting. The patient will reportedly get better and then the symptoms will return again shortly afterward. According to the patient, the pump has not alarmed and that their hcp has done blood work and urine samples without finding anything wrong. However, the patient feels that their symptoms are tied to their pump. The patient indicated that they may have to have the pump taken out, but do not necessarily wish to do so since the pump helps with their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.